Manufacturer narrative:
Patient weight not available from the site. A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace mvs ethernet service kit. After replacing the parts, the representative performed an imaging system check-out and tested areas passed. System performed as intended. No parts have been received by the manufacturer for evaluation. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site called him stating that the medtronic imaging system won't connect with medtronic navigation system. The images were partially transferred when the error occurred. Medtronic imaging and navigation were aborted due to this malfunction. The spinal fusion procedure continued after a reported delay of less than 1 hour. There was no impact on patient outcome.